Manufacturer narrative:
Product not returned to manufacturer.

Event description:
It was reported that upon interrogation of the implantable cardioverter defibrillator, the merlin programmer exhibited battery longevity diagnostics anomaly. The ICD exhibit normal battery depletion. No intervention was performed. The patient was asymptomatic and would continued to be monitored.